Event description:
It was reported to philips that the button on the geometry module was damaged, causing the c-arm to make uncommanded movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.